Manufacturer narrative:
Alternate phone number for the initial reporter: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient receiving lioresal (500 mcg/ml at 85 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 the hcp reported that today the pump refill was difficult due to the pump flopping around in the pocket, extra tissue, and the position of the pump. It took 6-8 needle pokes to get the refill needle in. The silicone septum was felt. They were expecting 2.7 ml and only got back 1 ml. The hcp then injected 20 ml and went to aspirate that back out to check on drug placement, but then she only got back 3 or 4 mls. A potential pocket fill occurred. The patient did not have any symptoms at the time of the report. There was no clear fluid coming from the needle site. Troubleshooting options were discussed. The hcp was going to order a lateral x-ray of the pump to see how full the reservoir bellows were expanded. No further complications have been reported as a result of this event.